Event description:
It was reported that the patient had high impedances on one lead. X-ray imaging revealed lead migration. As a result, both leads were explanted and replaced with a paddle lead via surgical intervention on (B)(6) 2024. Therapy was restored post op. It is unknown which lead caused / contributed to this event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005655.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.